Event description:
On (B)(6) 012, a physician reported that, several times, he had seen a significant increase in seizure frequency, highly suspicious of the end of life of the battery, even though the eos indicator was not on. Attempts for additional information will be made.

Event description:
Attempts for additional information have been unsuccessful.